Manufacturer narrative:
The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following the intraocular lens implantation the patient presented with glistening. Additional information has been requested.